Manufacturer narrative:
A review of echo showed the biological prosthesis with swelling pannus and calcification. The mobility of the prosthesis leaflets is not adequately appreciated. Peak velocity: 4.27 m / sec, peak gradient: 73 mmhg, mean gradient 50mmhg. Dimensionless index 0.18. Dysfunction due to severe stenosis. Aortic valve area: 0.5 cm2. Indexed: 0.34 cm2 / m2. Deficit in the closure that allows slight insufficiency. A review of patient's anatomy imagery showed calcification on multiple leaflets. Per technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the technical summary is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was confirmed by imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 3 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03714. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the cause for the valve calcification and pannus could not be confirmed, however, may be due to progression of disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), approximately 6 years and 3 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien xt valve, calcification and pannus with increased gradient of 50mm hg was noted. A valve in valve procedure was successfully performed with a 23mm sapien 3 valve due to stenosis. The patient is stable post procedure.